Manufacturer narrative:
Upon completion of the investigation it was noted that the product was received in the original unopened package. Evaluation of the product revealed 2 black particles inside the packaging. These particles appear to have been introduced during the manufacturing/packaging process. This is the first complaint of this type for this product code and lot number. The photos were forwarded to the supplier for evaluation. Supplier evaluation of the photos revealed: we have had a similar complaint previously. From the picture it appears that it is an epoxy sliver. We have not had any complaints on the lots produced in the last two years (yet). We will do awareness training again as part of this complaint. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
A nurse found a foreign matter on the sterilized device before use. It was reported that the term of validity of sterilization effect had expired in july 2015. There were no adverse consequences to the patient.